Event description:
It was reported that during a diagnostic upper endoscopy procedure, the gastrointestinal videoscope had a screen blackout. Same device was used to complete the procedure and there were no reports of patient harm or injury.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.